Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause could not be identified. However, based on the results of the investigation and the condition of the returned device, it is believe that an internal component failure led to the reported event. Olympus will continue to monitor field performance for this device.

Event description:
There was no additional information received from customer.

Manufacturer narrative:
E1-initial reporter establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had e315 error. The issue occurred during set up for use. There was no patient harm reported.